Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown gynecological procedure in 2002 and the mesh was implanted. Following the procedure, the patient experienced mesh exposure in vagina with small overlaying stone and the mesh was excised. The patient also experienced recurrent utis and discomfort and underwent an excision of exposed mesh. Additional information will be requested.